Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported that pump was dropped/bumped with no visible pump damage. Pump alarmed during testing. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected prime/fill anomaly noted during testing. Fill cannula was set to 3.0u and delivered successfully. No unexpected motor alarms noted in the pump history files. No stuck key alarm found in the history files or traces. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged prime/fill anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.